Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that "in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system". A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that a duet edms was used on a patient on (B)(6) 2015. On (B)(6) 2015, the report stated that the tubing on the device was found to be broken and was leaking. According to the report, there was no injury to the patient.

Manufacturer narrative:
The returned product was patent. It did not meet the requirements for leak testing due to a cut in the patient line tubing. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompanies the device caution that ¿leakage from the system, which can result from damaged system components or improper use or handling, can potentially result in overdrainage, the need to replace the drainage system and/or other complications to the patient.¿ a review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.